Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower doors 3 and 6 were failed. A field service engineer (fse) attended the site after tower doors 3 and 6 were reported as failed. The fse performed troubleshooting, reseated the connections, and verified that the doors were operational. The fse then arranged for replacement latches and subsequently replaced all tower door latches to ensure reliable operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the doors 3 and 6 were frequently failing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.